Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold. Additional information obtained from the field representative indicated that reprogramming was initially done along with monitoring. Micro dislodgement was the suspected cause. Recently, this rv lead was surgically abandoned. No additional adverse patient effects were reported.